Manufacturer narrative:
The device was manufactured april 3, 2017 - april 5, 2017. The device was received for evaluation. Visual inspection with naked eye noted the bladder was ruptured. The ruptured bladder was microscopically examined and found no signs of abnormality. The reported condition was verified. The cause of could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with an unspecified diluent. There was no patient involvement. No additional information is available.